Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right atrial (ra) and right ventricular (rv) leads exhibited noise and oversensing resulting in inappropriate ventricular fibrillation (vf) episodes. There were also high pacing impedance measurements greater than 3000 ohms. Boston scientific technical services (ts) recommended turning off a feature related to respiration. They also recommended performing pocket manipulations and isometrics in an attempt to recreate the noise. Obtaining a high resolution x-ray was also recommended. Monitoring the patient remotely was suggested. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Additional information received from the local field representative indicated that the feature related to respiration was turned off. There were no problems identified during patient movement, so there were no additional lead integrity tests performed. It was reported the patient is fine and was sent back home. The normal device follow-up schedule was shortened. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.